Event description:
A consumer reported she is unhappy with her vision following bilateral intraocular lens (iol) implant surgery. She reports she wears glasses. Additional info has been requested. This is one of two reports being filed for this event (one report for each eye).

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested 02/19/2008, 02/21/2008, 02/28/2008 and 03/14/2008. Additional information has not been received. This report was mailed to FDA on: 03/19/2008.